Event description:
It was reported that the surgeon inserted an icm115v4 11.5mm implantable collamer lens on (B)(6) 2010 and the lens was removed the next day due to suspected endophthalmitis and elevated iop. A vigamox pred forte was performed.

Manufacturer narrative:
Work order search, medical review and device history review. Visual inspection of the returned lens showed the lens was returned dry with black fibres and there was no visible damage observed. A lens work order search was performed and there were no similar complaints found. Medical review - the lens was removed one day after implantation. The surgeon administered topical medication (anti-inflammatory and antibiotics) for 15 days and the patient recovered. Best corrected vision after resolution of the event is 20/16 (one line better than preoperative vision). The rapid recovery and lack of other signs indicate that this was most likely intraocular inflammation rather than infection. There is not enough is not clinical information to determine the root cause of this event. Device history review - based on the investigation, it has been determined that nothing in manufacturing of the lens was the root cause of the complaint. Unable to confirm: based on the complaint history, work order search, product evaluation, medical and device history review, we were unable to determine a specific root cause of the event. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: based on the complaint history, we were unable to determined a specific root cause of the event. (B)(4).